Manufacturer narrative:
The ICD and rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the clinic for a normal follow up visit. Interrogation of the ICD revealed a nonsustained ventricular tachycardia (vt) episode that was caused by the oversensing of external electromagnetic interference (emi) on the right ventricular (rv) lead. It was the only episode recorded since the last time the ICD was reset. Isometric testing was performed but no noise could be recreated. All other lead measurements were in normal range. The physician has decided to continue monitoring the patient through normal follow ups. No adverse patient effects were reported.